Event description:
During cataract surgery with attempted istent implantation in the patient's right eye, the patient abruptly jerked his head as the istent was being inserted into sclemm's canal. The trabecular meshwork tissue was torn and there was marked hyphema intraoperatively. At the one week postoperative visit, the patient presented with persistent hyphema and iop elevation; secondary surgical intervention was required to evacuate the hyphema. Iop is controlled on topical drops and the patient's condition is improving with resolving remnants of blood clot. The patient has an intracapsular blood clot behind the intraocular lens which will require yag laser treatment.

Manufacturer narrative:
The device is not available for evaluation. Device identifiers were requested, but not available. Hyphema and iop elevation and are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. (B)(4).